Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was initially reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a "failed repair."per the operative report, the valve was "initially repaired with a #26 physio-ii annulplasty ring, however, the patient had moderate mitral insufficiency. Based on this, the patient then underwent conversion to a mitral valve replacement."

Event description:
It was reported that the patient had a cardiac arrest in 2009 and cardiopulmonary resuscitation (CPR) was given. An AED was used but advised not to shock the patient. When the patient arrived at the emergency unit, asystole was determined. An ER consultant stated "the rhythm seemed to be asystole from the start". The patient expired. Device history reports did not register any tachyarrythmia episodes for that day. It was reported the patient had suffered frequent similar types of episodes since two months prior to event. A consultant in emergency medicine stated that a technical check of the device suggests a possible fault.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.